Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot details provided show that the patient was using an expired pod. As per omnipod® insulin management system ¿ user guide (model: ust400 17845-5a-aw rev 06 05/24 3 changing your pod / page 24) warnings: do not use a pod if it is past the expiration date on the package.

Event description:
The patient reported that their blood glucose (bg) levels reached 400 mg/dl, while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site due to sweating, causing the cannula to dislodge. As treatment, a new pod was successfully applied, and a bolus was administered via an insulin pen.